Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device not returned.

Event description:
The customer reported the icp express was not displaying accurate numbers. There was no reported patient harm or delay in surgery

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. The supplier was not able to duplicate the reported issue. All functional testing was within specification. The lcd, battery and ac cord were replaced; however, this was done through normal repair servicing and did not affect the functionality of the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.